Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: one day post-operatively, the pt allegedly showed signs of an allergic reaction. This included red marks at the level of the buttocks and the perineum, which spread to the patient's back.